Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm harder to hear. Customer reported that the insulin pump reject new battery, and rewind multiple time and use more insulin during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed displacement and rewind test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. Device received with cracked reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).